Event description:
Customer states that the packaging was compromised on two packages of skater drainage catheters. These devices were not used on pts, however, potential for injury exists if a non sterile device is used on a pt.

Manufacturer narrative:
We have received a report from our distributor in (B)(4), which states during their incoming inspection they found the pouch was drilled. The lot number reported was packaged in 2008. A sales report was run for the reported lot number and it was found the product was sent to the customer in 2008. Despite continuous efforts, we have not received the product, nor pictures of the pouch.